Event description:
It was reported that the blood temperature measurement after insertion was 15 degree c, which was abnormally low. Customer commented that it took time to insert this catheter because other devices, such as pacing catheter, were already indwelled. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. There was no visible damage to the catheter body.